Event description:
After an endoscope eyepiece filter assembly was soaked for disinfection in 70% isopropyl alcohol, the optical filter was noted to have fallen out of holder. There was no injury involved in the incident. Use of the endoscope without the filter may expose the clinician to a level of energy higher than cdrh std 1040.10 mpe of .2 uj. It could possibly reach a level of 4.3uj.

Manufacturer narrative:
One batch of eyepieces was found to have been produced with an insufficient amount of epoxy to reliably hold lens in place. The cause of this problem was traced to the way the epoxying instructions were interpeted by an assemble unfamiliar with the process. The prints were clarified and a functional test added to the process. We notified the 4 customers who were distributed six eyepieces (10 total) in the production batch and replaced the eyepieces.